Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6); 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6); 320-01-42 - eq reverse 42mm glenosphere: (B)(6); 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6); 320-15-08 - sup/post aug, r rs glenoid baseplate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 10 year(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a humeral fracture ¿ tuberosity. Patient has spontaneous onset of humeral stress fracture at the base of tuberosity. No actions were taken as a result of this event and the outcome is considered continuing. The case report form indicates that this event is unlikely related to the device(s) and definitely not related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. D1: corrected d2: corrected d3: corrected d4: corrected d10: concomitant device(s): 320-42-00 - eq reverse 42mm humeral liner +0: (B)(6) 320-01-42 - eq reverse 42mm glenosphere: (B)(6) 320-10-00 - eq reverse tray adapter plate tray +(B)(6). 320-15-08 - sup/post aug, r rs glenoid baseplate: 3813155 g4: corrected h6: corrected health effect, medical device, component, and investigation clinical codes.